Event description:
Caller reported perform a nano system blood glucose results of 17.8 mmol/l,6.5 mmol/l, 10.6 mmol/l, and 7.3 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Event description:
Caller reported aviva nano system blood glucose results of 17.8 mmol/l, 6.5 mmol/l, 10.6 mmol/l, and 7.3 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).